Event description:
The bipap a40 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and was positive for visible evidence of foam degradation. The device was processed as scrap. Additional findings not related to the malfunction/issue: a log-only event was noted in the device error log indicating an error in verifying the flash drive format on device start up. Replacement of the device printed circuit board assembly would be required to address this issue. The device will be included in fsca 2021-05-a.